Event description:
Caller reported a malfunction on pump while receiving radiation treatment, leading to unknown or undisclosed impact on blood glucose levels, with no backup therapy available and warranty coverage confirmed. Cts sent replacement pump with updated software instructions, shipping arrangements, and guidance for storage and return of problematic pump were communicated and acknowledged by caller.